Manufacturer narrative:
Block b3: approximated based on the date provided in the medwatch form (july 2025). Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. The specific date is unknown. During the procedure, the tech was unable to inflate balloon to 20mm, upon inspection, sterile water was leaking from the balloon directly into the patient's stomach. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.